Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00837. It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein the system was explanted.

Event description:
Related manufacturer reference number: 1627487-2022-00837. It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein the system was explanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event of ipg no longer being functional was confirmed. As received, the ipg would not communicate due to a depleted battery. After the ipg battery was recovered, the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. It passed functional testing on the autotester. No root cause was identified for reported event.